Event description:
Durig a left atypical flutter procedure, a tamponade occurred in the anterior septum requiring a pericardiocentesis to stabilize the patient. The patient had radiotherapy, and cardiac tissues are friable. When doubling the transseptal with the ablation catheter, the catheter passed into the pericardium. The patient became hypotensive, and an echocardiogram revealed a tamponade for which a pericardiocentesis was performed to stabilize the patient. The patient was transferred to intensive care in stable condition with normal neurological and cardiological examinations. There were no performance issues with the abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.